Event description:
It was reported that (1) hdh05 was used during a supra cervical hysterectomy procedure. It was reported by the rep that a solid tone was given from the generator. The blade did not work. The case was completed with bipolar forceps. There was no consequence to pt.